Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated alinity c creatinine of 462 umol/l on a patient sample ID (B)(6) that repeated 65 umol/l on another analyzer. Historical creatinine patient values ranged 60 to 84 umol/l. No impact to patient management was reported. Patient ethnicity and race were not provided.

Manufacturer narrative:
A device history review was performed for the complaint list number with no nonconformances or deviations found. The trend review by the product list number found no adverse trends and no atypical complaint activity related to this issue. Labeling was reviewed and found to adequately address the issue under review. File sample analysis was not performed as the issue appears to be specific for this patient sample and retesting the same regent lot gave normal results. No customer returns were available for evaluation. No product deficiency was identified.